Event description:
It was reported the patient had their implantable neurostimulator (ins) put in (B)(6) 2012 and it had a ¿defective battery¿ from day one. It was stated on (B)(6) 2013, the patient had the battery replaced. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va01hrk, implanted: (B)(6) 2012,: product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had their stimulator put in and it worked for a while. The patient had to have the battery changed as they had a defective battery and then it worked fine.